Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced issues with bent cannulas. The patient experienced high blood glucose values such as 380 mg/dl and 563 mg/dl. The customer treated via manual insulin injections. During troubleshooting, no insulin pump anomalies were noted. A bent cannula was discovered, at which point the customer declined further troubleshooting. The insulin pump was not returned for analysis.